Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. Observation of the physical condition of the device found that the top case front corners were badly chipped and there was a cracked barrel clamp head. A review of the pump event history log found evidence of motor not running, motor rate error. During functional testing using the occlusion test, a motor rate error occurred. The root cause of the problem was determined to be from an impact which knocked the main board out of the extrusion slot which resulted from customer use. To resolve the problem, the main board was realigned into extrusion slot and preventive maintenance was also performed.

Event description:
Information was received indicating that the motor of a smiths medical medfusion pump was not running. No adverse effects were reported.